Event description:
It was reported that during a device change out procedure, the atrial lead exhibited low impedance. The lead was capped and replaced successfully. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.